Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully performed this action, as the malfunction did not recur. The customer was advised to monitor the situation and contact support if the issue reappears.